Event description:
A customer reported a patient experienced a mild corneal burn during a cataract with intraocular lens implant procedure. Additional information has been requested, but has not been received to date.

Manufacturer narrative:
The company representative examined the system and the system met product specification on arrival. Preventive maintenance was performed per customer request. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1:23-25, most corneal burns can be traced to issues related to surgical technique and not to manufacturing equipment. A root cause cannot be determined. (B)(4).

Manufacturer narrative:
The company representative examined the system and the system met product specification on arrival. Preventive maintenance was performed per customer request. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1:23-25, most corneal burns can be traced to issues related to surgical technique and not to manufacturing equipment. A root cause cannot be determined. (B)(4).